Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the treatment device was not visible or that the radiofrequency coagulation current was applied while the tip of the endoscope was close by. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited burn at the distal end cover. There was no patient involvement.